Event description:
A center director reported that a patient presented with blurry vision approximately two months post lasik. The patient was treated with monovision; the left eye for distance and the right eye for near. The patient was noted to have meibomian glad dysfunction and tear film irregularity. The patient is to continue dry eye treatment. It was noted that the patient has monovision expectations that are unrealistic. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event, the laser was successfully verified prior to and after the date of the event. The logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this date. No technical root cause could be determined, system is performing within specifications (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause has not been identified. (B)(4).